Event description:
(B)(6) hospital used a recalled covid testing machine, abbott ID now, after the recall. My father was diagnosed with covid but the test I received almost two years later has discrepancies. He died of a "false positive" covid diagnosis on (B)(6) 2021. Please see attached documents with my father's health information and correspondence with abbott rapid diagnostics inc. Please see enclosed notes, order #(B)(4). Thank you. (B)(6).